Event description:
It was reported that there was a right total knee revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 5570-s-080, triathlon total knee system offset adapter 8mm, lot code: m2w16; cat. No.: 5521-b-600, tri ts baseplate size 6, lot code: unknown; cat. No.: 5540-a-502, triathlon femoral distal augment 5mm - size 5 right, lot code: unknown; cat. No.: 5565-s-012, tri press-fit stem 12mm x 100mm, lot code: m6h01; at this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon femoral component was reported. The event was not confirmed. Device history review: records indicate the device was manufactured and accepted into final stock. Complaint history review: records indicate there have been no other evens for the reported lot. There has been 1 other event for the reported sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The following new product was added to the complaint after the initial medwatch was submitted. Concomitant medical products: 7650-2038a sterile fluted headless 1/8" pin 3.5" long rd5w042b, 5565-s-012 tri press-fit stem 12mm x 100mm m6a03e, 5537-g-611 no 6. Triathlon ts plus tibial insert x3 poly 11mm mhm5np.

Event description:
It was reported that there was a right total knee revised due to infection.